Event description:
It was reported that the ipg was difficult to charge and would not connect to the remote control (rc). The patient also noted of being unable to feel the stimulation at times. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.